Event description:
This is a spontaneous case report received from a non-health care professional in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2014. Reporter's aunt returned to the hospital for examinations and to see if she was all right. The doctor who did the procedure and analyzed the examinations secured its ligation and was clear in saying that she would never get pregnant. This year (unreadable date), provider's aunt discovered she was (B)(6) pregnant what led to all other medical examinations. It was found that one of her fallopian tubes had not been completely blocked. Reporter also informed that during her aunt pregnancy, no doctor informed them that the device could be harmful to the baby. Everything went wonderfully well and, on her last visit everything was fine with the mother and the baby. Baby was perfect with (unreadable) weeks. On (unreadable date), upon waking, reporter's aunt felt a small loss of liquid. She had no pain and waited a bit. She decided to go to the hospital because the liquid did not stop. They made an ultrasound and stated that the baby girl was suffering, she made a little stool and physician failed to listen the baby's heart. An emergency cesarean section was performed but baby did not survive (already removed the drinks without the womb of life - as reported). They tried to resuscitate her but the effort was in vain. Clinical examinations revealed that baby was already dead more than 24 hours. The mother's placenta had not taken off the umbilical cord. (Baby case number (B)(4). Correction after internal review: additional information received on (B)(6)2016 from a non-healthcare professional. The placenta of mother had not taken off the umbilical cord had not hanged the baby heart and lung were ok. The mother had no diabetes or high blood pressure or any type of infection that could have caused the death of the baby. They had no explanation but the doctor who did the c-section left them with a cruel doubt. She examined the tubes and found neither devices nor felt the fibrosis that he would cause with time. They did not have the courage to ask autopsy of the baby. The placenta was sent for examination and further tests would be done to look for the device inside it. Company causality comment: this non-medically confirmed case report refers a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. She went to the hospital because she was having loss of liquid. Upon examination it was discovered the baby was suffering; thus an emergency cesarean section was performed, the baby did not survive. She had no history of diabetes, high blood pressure or infection that could explain the fetal death. Only pregnancy is listed in essure reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, after pregnancy diagnosis, the consumer discovered one of her tubes had not been blocked. This tubal patency could have been contributory role in the reported pregnancy. However; considering events' nature; causality with the suspect insert cannot be excluded. Regarding the reported loss of liquid (regarded as premature rupture of the membranes), a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus; considered as related to the suspect insert. Non-serious events were also reported and a separate case was created for the baby. This case was regarded as an incident, due to hospitalization and serious pregnancy complications reported. A product technical analysis is being sought. No active follow-up will be pursued, due to lack of contact details.

Manufacturer narrative:
Follow-up received on 14-apr-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed case report refers a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. She went to the hospital because she was having loss of liquid. Upon examination it was discovered the baby was suffering; thus an emergency cesarean section was performed, the baby did not survive. She had no history of diabetes, high blood pressure or infection that could explain the fetal death. Only pregnancy is listed in essure reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, after pregnancy diagnosis, the consumer discovered one of her tubes had not been blocked. This tubal patency could have been contributory role in the reported pregnancy. However; considering events' nature; causality with the suspect insert cannot be excluded. Regarding the reported loss of liquid (regarded as premature rupture of the membranes), a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus; considered as related to the suspect insert. Non-serious events were also reported and a separate case was created for the baby. This case was regarded as an incident, due to hospitalization and serious pregnancy complications reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No active follow-up will be pursued, due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.